Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2018. (B)(6). Five devices were received for evaluation. The devices contained approximately 270ml of drug fluid in the bladder (labelled as containing: flucloxacillin, piperacillin/tazobactam). Visual inspection via the naked eye noted excess white drug precipitate inside the bladder of 2 units. No evidence of fluid was observed coming out at the distal luer of all 5 units when the luer caps were removed. Subsequent examination reveals the cause of the flow problem was due to excess drug precipitate (from 3 units) and drug residue (from 2 units) blocking the fluid path at the distal end of the glass capillary located inside the luer. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified number of large volume folfusors did not flow. The no flow issues were noted during set up prior to use. The devices were filled with unspecified amounts of antibiotics. There was no patient involvement. No additional information is available.